Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. This device was found to have met all specifications prior to shipment. The returned sample was evaluated. It was found that the condition of the returned sample and the event description do not match. The stent was still within the delivery system and was never deployed, and the sheath was torn off at the catheter reinforcement. Since no x-rays were returned, and no further information with regard to the complaint and the performed procedure were available, the reported problem could not be reproduced. The results of this investigation are inconclusive and the definitive root cause is unknown. It was reported that this event occurred during placement within an a/v access graft. This represents an off label application. The IFU for this device states: the fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted.

Event description:
It was reported that the device continued to deploy on its own after the doctor stopped advancing. The entire device was removed from the patient.